Event description:
It was reported to gore that a gore® acuseal vascular graft, which was implanted in the left subclavian artery, was cannulated 24 hours post implantation with a 17g size needle for dialysis treatment where a hematoma and a thrombus developed on the cannulation side. A thrombin injection was admitted and a thrombectomy of the medical device was performed. The graft is patent and performs appropriate. The patient is still in the hospital.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.